Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a segment of the conductor wire dislodged at the base of the jaw. Visual inspection found damage to the wire insulation. The instrument passed an electrical continuity test. The instrument was tested on an in-house system. The instrument passed the cut and seal tests on 3 of 3 attempts. Components adjacent to the dislodged wire do not show damage. Additional observation related to customer reported complaint: the instrument was found to have damaged conductor wire insulation at the distal jaws. The conductor wires were exposed. The internal wire was not frayed or fully broken. The conductor wire insulation was damaged, and piece was missing of the conductor wire insulation. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The damaged insulation was likely the result of the dislodged conductor wire. The probable root cause of a damaged conductor wire is attributed to component susceptibility to damage through external collisions or during use. A broken connector pin or retention issues can lead to a dislodged conductor wire.

Event description:
It was reported that during da vinci-assisted surgical procedure, the wire of the vessel sealer extend (vse) instrument has been broken. The procedure was completed with no patient harm.